Event description:
A 26 mm diameter x 15 mm diameter x 16.5 cm aneurx bifurcated stent graft and its components wwere implanted in a pt for the endovascular treatment of an abdominal aortic aneurysm. Vessel morphology was severly tortuous. It was reported post stent graft implantation the CT demonstrated a migration of the stent graft. There was also migration of the illiac limb, resulting in a type ii endoleak. The migration of the stent grafts was due to the severe tortousity of the vessel. The physician elected to place another manufacturer's stent and the endolaek was resolved. No additional clinical sequale were reported and the pt is fine.